Event description:
A registered nurse (rn), (B)(6), contacted (B)(6) customer service to report that the patient reported an allergy to the transpore plastic trans tape, she approved to send silk tape with patients next delivery to try. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).